Event description:
As reported by an edwards field clinical specialist, approximately 3 years post implant of a 29mm sapien 3 valve in the aortic position, the patient presented with paravalvular leak (pvl). A balloon valvuloplasty was performed to reduce the pvl. The patient is doing well. Additional valves were not implanted. Per report, the reason for the pvl was a large chunk of calcium that was originally in the anulus and left ventricular outflow tract (lvot).

Manufacturer narrative:
The investigation is ongoing.

Event description:
Updated information revealed that pvl prior to bav was severe after the re-dilation (bav) the pvl reduced to mild. In addition, as reported through edwards implant patient registry, the valve was explanted 15 days post bav procedure, and a surgical valve was implanted. Multiple attempts have been made to obtain additional information with no response.

Manufacturer narrative:
Update to b3 (date of event), b5 (describe event or problem), h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering investigation. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. During manufacturing, all sapien 3 ultra assemblies undergo inspections and are conducted on 100% of the units. These inspections and tests during manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The commander delivery system with s3 IFU was reviewed for instructions and guidance. Additional potential risks associated with the use of the valve include paravalvular or transvalvular leak and device explant. There were no instructions for use (IFU) or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for deployed valve exhibits paravalvular leak post implant were unable to be confirmed as no device/imagery/medical record provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, 'approximately 3 years post implant of a 29mm sapien 3 valve in the aortic position, the patient presented with severe paravalvular leak (pvl). A balloon valvuloplasty was performed to reduce the pvl to mild' and 'per report, the reason for the pvl was a large chunk of calcium that was originally in the anulus and lvot'. In this case, large chunk of calcium in the patient anulus and lvot was indicating the cardiac remodeling in patient. Bulky calcification can create irregular contact between thv and annulus resulting in paravalvular leak. In this case, available information suggests that patient factors (cardiac remodeling, calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.

Manufacturer narrative:
A supplemental MDR is being submitted for updated engineering evaluation to include medical record review. The following sections of this report have been updated: h6 (impact code, investigation findings and investigation conclusions), and h10 (narrative/data). Updated evaluation as medical records were received. Approximately 3 years post implant of a 29mm sapien 3 valve, re-expansion (balloon valvuloplasty [bav]) of the valve was performed. Post re-expansion, an echo (tee) revealed slight improvement of the paravalvular leak. After multiple bavs and additional volume to the balloon, there was some improvement with the pvl reduced to moderate. The patient was stable and discharged home. Approximately 15 days post bav, the 29m sapien 3 valve was explanted and a surgical valve implanted. An echo performed approximately 1-month post-surgical valve implant revealed a well seated bioprosthetic aortic valve with no rocking motion with trace to mild pvl, aortic peak gradient of 12mmhg and mean gradient 7mmhg. Multiple attempts have been made to obtain additional information for the reason for the explanted valve. If additional information is received, the information will be reviewed and reportability will be reassessed. A lot history was performed and revealed no other events related to the this reported event. The complaints for paravalvular leak and valve required intervention unknown mechanism of failure were confirmed based on medical record provided for evaluation. A review of the DHR, lot history, and complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), reoperation is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation and no additional information provided from the medical record. The reason for reoperation the valve approximately 3-year post-implantation is unknown at this time. In this case, available information suggests that patient factors (cardiac remodeling, calcification) may have contributed to the complaint event. However, due to limited information, a conclusive root cause was unable to be determined at this time.